Event description:
Caller reported that pump malfunctioned, displaying malfunction code 'malf 0', but no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur afterward. Customer can continue using the pump and was advised to call back if any issues reappear.